Event description:
It was reported that the pt expired during open heart surgery in 2008. The reason of the pt's demise is unk, as no other details were provided.

Manufacturer narrative:
Device not returned.